Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately high compared to her expected results. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2011 and obtained the following information. The alleged issue began on (B)(6) 2011 around 6am. The reporter stated the patient obtained blood glucose results of "103 mg/dl" with the subject meter. The mss was advised the patient manages her diabetes with lantus insulin (13 units), glucotrol pills and actos pills. At the time of the alleged issue, the patient took her usual dose of lantus insulin. Less than 2 hours after that, the reporter claimed the patient felt "funny," was sleepy and incoherent. The patient retested on the subject meter and obtained a blood glucose result of "78 mg/dl." The reporter stated she immediately contacted emergency medical services (ems). When ems arrived, the patient obtained a blood glucose result of "48 mg/dl" on the ems meter and was administered intravenous (IV) glucose. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The cca walked the reporter through a control solution test which fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.